Event description:
Reported as "failure to unwrap". The report further states, "call to report delayed unwrapping. During call, they'd noted the previous iab didn't unwrap at the distal 1/3 of iab. Iab removed and replaced prior to connection". No patient harm or injury. The patient status is reported as "fine". See associated MDR 3010532612-2026-00417.

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.